Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: no sample was received from the customer at the time of this report, however photographs were attached illustrating the reported defects. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic urine collection cups were scratched, have traces and don't close correctly. No injury or medical intervention reported.